Manufacturer narrative:
(B)(4) - additional repairs are not specifically labeled in the IFU. (B)(4) - endoleaks are labeled in the IFU. No product was returned to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Specifically, the IFU states that a neck with an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length) may affect successful exclusion of the aneurysm. Initial repair was performed (B)(6) 2009. A type 1a endoleak was detected during follow-up (B)(6) 2010 and a body extension was placed to resolve. The complaint correspondence indicates that patient anatomy (inverted funnel neck shape) likely resulted in the reported endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2009. The patient's anatomical form was not suitable for aaa repair since his proximal neck was an inverted funnel shape. Because of that, the main body was placed about 1.5 cm below lower renal artery. CT taken during follow-up visit revealed an endoleak. No expansion of aneurysm was observed, but the physician decided to perform additional procedure. On (B)(6) 2010, it was confirmed the endoleak was caused from proximal site by angiography. On (B)(6) 2010, the body extension was placed just below renal artery and the proximal endoleak was resolved. Blood leakage from the homeostasis valve (1820334-2011-00022) was observed when the grey positioner and a balloon catheter was withdrawn from the body extension sheath. Maximum blood pressure fell below 50. Total amount of bleeding was about 1200 cc. Rapid blood transfusion with albuminar 5% (250 ml x 2) and pumping transfusion was performed. Moreover, autologous blood collection with a cell saver was performed. Blood pressure became stable and no blood transfusion was required after the procedure. The patient's condition is unknown as not provided by reporter.